Manufacturer narrative:
(B)(6). Initial reporter - the article was written by m. Stamilla, j. Teissier, p. Teissier, s. Avondo, and g. Sessa. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k060694. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Stamilla, m. Et al. " the future of shoulder is stemless: 107 cases of total shoulder arthroplasty with stemless prosthesis after a mean 6.5-year follow-up". J orthopaed traumatol (2014) 15 (suppl 1):s2. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported in a journal article that five (5) patients were revised due to glenoid component failure after a shoulder arthroplasty on an unknown date. No further information is available.